Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a clinician programmer. No patient involvement. The hcp reported that she kept getting error 338 and application would crash after reading the pump and leaving the application open for a few minutes while they were refilling the pump or having a provider check the settings. Hcp did not know how long she has had the tablet but it was not new. Recommended contacting representative (rep) for a new tablet as they were in the process of swapping them out for a newer version.